Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the depleted battery was related to a lack of maintenance of the AED.

Event description:
A customer reported they received a new in the box AED donated to them and the battery is depleted. They reported the AED powered on with a spare battery and that this did not occur during patient use. Although they reported this AED as new, it was manufactured and shipped from defibtech in 2016.